Manufacturer narrative:
A partial lead was returned in one piece measuring 45.5 cm for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced due to high pacing lead impedance. Lead fracture was suspected. Patient was stable.